Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient had been receiving ineffective stimulation due to lead migration. In turn, the patient underwent a lead revision procedure on (B)(6) 2020. Surgical intervention addressed the patient's issue.